Event description:
It was reported that the device's power and charge buttons will not function properly. There was no patient use associated with this event.

Manufacturer narrative:
The customer confirmed that the device needs a new keypad, however, physio-control's keypad for this device is not longer available. The customer has then decided to take the device out of service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.